Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as itchy beneath all the front electrodes . There was no alleged device malfunction contributing to the irritation. The doctor requested the patient stop usage of the device and the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as itchy beneath all the front electrodes. There was no alleged device malfunction contributing to the irritation. The doctor requested the patient stop usage of the device and the irritation improved.